Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The instrument was received loaded with a sulu. Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during the procedure the "in advanced at the same time as the stapler and the middle portion did not fire which resulted in uneven staple line." The surgeon had to hand sew to staple failure and this resulted in increased operating room time.

Event description:
According to the reporter, the middle portion reportedly did not fire. The staple line was over sewn to preclude permanent impairment to a body function or permanent damage to a body structure.